Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. The device had reduced battery capacity due to overdischarge. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, a health care provider, and a manufacturer representative regarding that patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient experienced a loss of therapy due to the implantable neurostimulator being overdischarged. An unrelated surgery contributed to the issue. The patient had foot surgery and shut off her device, and then it wouldn¿t come back on. There was no stimulation. The patient had it jump started 13 times and it wouldn¿t come back. They did an x-ray and the device wasn¿t flipped. The implantable neurostimulator overdischarged prematurely. The implantable neurostimulator was explanted and replaced on the day of the report. The patient¿s medical history includes lupus and chronic pain syndrome. The patient is on her 9th implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.